Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the guidewire broke and a portion remained in the coronary sinus. When the guidewire piece was removed, it was noted the distal end was missing. An interventionist was called to the procedure and the remaining guidewire piece was snared from the heart. The implant procedure was then completed as planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed the analysis indicated that the guidewire was kinked/buckled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.